Manufacturer narrative:
Results: the distal detachment tip (ddt) was missing from the pusher assembly. The polymer section of the pusher assembly was bent. The embolization coil was detached and the proximal constraint sphere was present on the proximal end. The embolization coil had offset coil winds concentrated approximately 10.0 cm from proximal constraint sphere. The pusher assembly was kinked approximately 100.0 com from the proximal end. Conclusions: evaluation of the returned podj revealed offset coil winds, a missing ddt, and a detached embolization coil. There were offset coil winds concentrated near the proximal end of the embolization coil. This may indicate that resistance was experienced when attempting to retract the coil. If the force used to retract the coil against resistance exceeds the tensile specification of the ddt, it may become fractured. If the ddt becomes detached from the pusher assembly, the embolization coil will detach. The lantern was not returned for evaluation and the root cause for the initial resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure for a carotid artery sacrifice using pod packing coils (podjs). During the procedure, the physician placed podj and five pod coils in the target vessel using a lantern delivery microcatheter (lantern). While attempting to place another podj, the physician determined that the podj was too long and decided to remove it; however, upon retraction, the podj unintentionally detached. Therefore, the physician removed the lantern containing the detached coil. The physician then did a contrast run and determined that the vessel was completely occluded just as they had hoped and the procedure was ended. It should be noted that there was no noted damage to the lantern. There was no report of an adverse effect to the patient.